Event description:
Subsequent to the initially filed reports it was reported that the lesion was located in the proximal left anterior descending (lad) coronary artery with calcification and 90% stenosis. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficulty to advance could not be replicated in a testing environment as it was related to operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure as it is likely the device interacted with the mildly calcified and 90% stenosed lesion during advancement causing the reported difficulty to advance and subsequent stent dislodgment. The stent was safely removed by the physician via a cut down. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the stent of the xience alpine stent delivery system (sds) was advanced and there was resistance with the anatomy. The stent dislodged, and the stent was safely removed by the physician via a cut down. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.